Event description:
In 2008, , customer reported an incident of hyperglycemia requiring professional medical treatment. She stated she was unable to test her blood glucose because she did not receive strips sent to her by MFR 5/8/2009. Facility tracking shows new compact plus system with strips delivered 5/9/2008.

Manufacturer narrative:
.